Manufacturer narrative:
(B)(4). Device analysis report is not available.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss, subsequent to sustaining an impact at the implant site on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, october 3, 2014.